Manufacturer narrative:
Device evaluation post market vigilance led an evaluation of one device. The proximal end of the adapter was broken and received separate from the loading unit. The articulation flag was bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the observed damage was misuse of the product. Replication of the damaged loading unit adapter may occur due to over flexure of the loading unit while attached to the instrument. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, occurred during an unknown procedure. For the first reload, there was poor staple formation and the proximal part of the staple line was incomplete. They changed the reload to fix the staple line. The second reload had an unknown issue. There was no known patient injury.